Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was unknown. The wife stated that he fell and had a gash on his head due to low readings. The wife stated that they went to the emergency room via ambulance. The wife mentioned that the x-rays showed a hematoma. The customer was not involved in a vehicle accident while wearing the pump. The customer did not want to troubleshoot for the low readings.